Event description:
At 1300 1/3/93 a 78 year old male sustained a ventricular tachycardia but maintained a stable hemodynamic status. Anti-arrythmic therapy was instituted and the patient was cardioverted. He persisted with a v-tach and became hemodynamically unstable. A full code was initiated. It was stopped after 20 minutes when the patient did not regain an effective was initiated. It was stopped after 20 minutes when the patient did not regain regain an effective cardiac rhythm or blood pressure. An abnormal potassium level of 11 was obtained during the code, and a repeat specimen was sent to confirm this value. Based upon the abnormal potassium result, the possiblility of an inadvertent infusion of potassium solution was suspected. The possiblility of a pump malfunction was noted, investigated, and ruled out. The actual IV tubing was then checked. The possibility exists that the orange regulator, designed to prevent accidental free flow when the tubing is removed from the pump, may not have pushed in completely when the nurse pushed it to the off position. This was the first of two separate incidents, in the same month, involving the plum pump tubing.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: design - human factors, none or unknown, incorrect technique/procedure. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided. The device was destroyed/disposed of.